Event description:
It was reported that the patient received inappropriate shocks for noise on the right ventricular (rv) lead. During the explant procedure, the helix of the rv lead would not retract. It was indicated that when the rotation tool was applied to retract the helix that it did not meet resistance and just spun around. The rv lead was explanted and not replaced due to the patient's condition having improved since time of implant. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the partial lead was returned in segments, analyzed and no anomalies were found. It was noted that the defibrillation coil was distorted, there was blood/body fluid on the distal conductor (not obstructed), there was blood/body fluid on several conductors (not obstructed), the inner tubing was kinked/buckled, the outer tubing overlay melted and had cosmetic environmental stress cracking, the outer insulation had a cosmetic depression, the helix was distorted/bent, there was blood in/on the helix mechanism, the guidetooth was damaged and there was apparent explant damage. The analyst commented that the lead was returned with the helix damaged and the lead in pieces so the helix can't be tested when the lead is returned with all the explant damage.